Event description:
The customer reported the system beeped when plugged into the power outlet, then locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer to match the customer's input power. System operates as intended. (B) (4)